Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-07760. It was reported the patient's scs system was replaced with a drg system due to inadequate pain relief with the scs system.

Event description:
Device 1 of 2, reference MFR report: 1627487-2017-07760. Follow up information received identified the patient was receiving effective stimulation therapy. The reported issue has been resolved.